Manufacturer narrative:
Patient gender and age provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute integrity des were implanted to treat a lesion located in the lad. Cec adjudicated that on the next day post index procedure patient suffered an non-q-wave mi (target vessel), 3rd udmi peri-pci and a side branch occlusion of the lad.